Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided once the investigation is complete.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. Fourteen (14) days after the procedure, the patient returned to the endoscopy room due to hemorrhage. There was visualization of secondary upper gastrointestinal bleeding. The patient was hospitalized in intensive care. The patient experience hemorrhaging post procedure from the ligature site. The patient was admitted to intensive care and required blood transfusion.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of similar complaints was performed. No other complaints were received for this finished device lot. The overall complaint trend was evaluated for similar complaints prior to this occurrence and no trend was identified. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Additional information received indicated that the device functioned as intended in that it deployed onto the varices and constricted in such a way to allow the tissue to necrose and fall off. Rebleeding is a known complication of esophageal variceal ligation (evl) and is affected by many clinical factors such as the severity of the varices and the underlying disease progression. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.